Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. A revision procedure is anticipated to be performed to resolve the issue but has not yet been scheduled. The patient was in stable condition.

Event description:
Additional information received indicated the physician elected to take no further action. The patient was in stable condition.